Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 27-mar-2025. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Device looks in good condition. Customer stated problem cannot be confirmed. A long-term test was performed for 3 hours, no problems found. For customer satisfaction the device will be replaced with a new device. This unit will be scrapped. The service history review identified that within the last 12 months, the unit was in 3 times for service

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that this was the fourth time the device intermittently shut off during operation. The maintenance light was blinking, and the occlusion light was steady. The motor stopped and an alarm sounded. The hose and connection were properly attached. There was no patient harm or injury reported as a result of the event.